Event description:
Beckman coulter quality assurance laboratory reported that while running startup on the coulter act diff analyzer, the aspiration probe dripped 2 to 3 drops of fluid onto gauze placed underneath the probe. The operator stated this happens on the startup cycle only. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves, laboratory coat and glasses. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no impact to patient results. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) worked with the operator to determine the source of the leak. The cts had the operator replace the dual diluent filters and prime the lines multiple times and perform several startups. After priming the lines, the last two startups passed specifications for all parameters. There was no additional information in respect to the condition of the dual diluent filters; however, replacement of the filters by the operator resolved the leak. Failure mode of this event was related to the dual diluent filters. (B)(4).